Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastrooesophageal reflux disease ("acid reflux/ gerd") and wheezing ("I started hearing like whining sound in my chest"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, gastrooesophageal reflux disease and wheezing outcome was unknown. The reporter considered gastrooesophageal reflux disease, pelvic pain and wheezing to be related to essure. Concerning the injuries reported in this case, the following ones was confirmed via social media: pelvic pain, acid reflux, wheezing. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastrooesophageal reflux disease ("acid reflux/ gerd") and wheezing ("I started hearing like whining sound in my chest"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, gastrooesophageal reflux disease and wheezing outcome was unknown. The reporter considered gastrooesophageal reflux disease, pelvic pain and wheezing to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.